Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented with the atrial and right ventricular leads exhibiting noise. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.